Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer¿s blood glucose was unknown at the time of the incident. The caller stated that they pressed the esc button and the act button which restarted the insulin pump. The display counted up to number seven, the insulin pump turned back on. The alarm did not occur during the rewind/prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.